Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Reference manufacturer report number: 2032227-2015-25245

Event description:
The customer reported via phone call that she went to the emergency room for her high blood glucose on approximately (B)(6) 2015. Customer's blood glucose was around 280 mg/dl at the time of the visit. Customer stated that she felt like she had a stomach ache. Customer had possible diabetic ketoacidosis. Customer was given fluids in an IV drip. Customer also had a low battery alert. Customer did not want to move forward with the troubleshooting. The customer stated that the battery was not lasting longer than a week and the reservoir was leaking. Customer has been in the emergency room twice due to possible diabetic ketoacidosis. Customer changed the battery 5 days ago and has a low battery alarm. Customer declined troubleshooting and wants the pump replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker. No moisture damage was noted on the motor assembly or electronic assembly.